Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient experienced a lot of discomfort from the injection of the hydrogel. After the procedure, a magnetic resonance imaging (MRI) was performed, it was determined that the hydrogel had infiltrated the rectal wall into the subserosa but above the muscularis layer of the rectum and so radiation was not given. The patient was initially scoped and it showed some rectal erythema. The patient also developed increasing pain and had a second scope that showed a 1.5 cm ulceration in the anterior rectal wall. The patient's was given ciprofloxacin and flagyl. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e2330 captures the reportable event of pain. Medical device problem code a1502 captures the reportable event of gel misplaced, vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient experienced a lot of discomfort from the injection of the hydrogel. After the procedure, a magnetic resonance imaging (MRI) was performed, it was determined that the hydrogel had infiltrated the rectal wall into the subserosa but above the muscularis layer of the rectum and so radiation was not given. The patient was initially scoped and it showed some rectal erythema. The patient also developed increasing pain and had a second scope that showed a 1.5 cm ulceration in the anterior rectal wall. The patient was given ciprofloxacin and flagyl. As of september 16, 2021, additional information received stating that fiducial markers were placed transperineally immediately prior to placement. Additionally, placement was performed under local anesthetic. The patient is under the care of gastrointestinal (gi) service. The ulcer was noted to be caused by the gel misplacement in the muscle eventually eroding through the mucosa. The entire amount of gel appeared to be injected within the adventitia. The patient current condition is reported to be good and still being treated conservatively.